Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set was removed due to thinking that high blood glucose was due to no delivery. Customer was requesting assistance reconnecting infusion set. Customer's blood glucose was 435 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was assisted with reconnecting infusion set and giving a bolus using bolus wizard.